Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on may 14, 2024.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on march 8, 2024.

Manufacturer narrative:
This report is submitted on september 21, 2023.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.